Event description:
Extensive laparoscopic adhesiolysis was done along with sigmoid desection for persistent active chronic diverticulitis. This may have led to increased postop rectal/perirectal inflammation resulting in postop rectal collapse and functional obstruction to the anastomosis proximally. Pt was passing flatus and some stool, he had complaint of pelvic pain 1.5-2 weeks post operation. Stenotic rectum found initially which opened with dilatation. Laparoscopic re-exploration demonstrated complete dehiscence of anastomosis with walled off pelvic abscess and ring in distal rectal pouch (not retrieved). Rectal stump tacking ID sutures, drainage, proximal divering ostomy performed - will require subsequent re-resection and anastomosis with ostomy closure. Exploration of the event by the company revealed that there was evidence of extensive inflammation at the time of the original operation.